Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose level ranged from 144-156 mg/dl. Reportedly, the customer cleared the alarm, and successfully resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.